Event description:
A malfunction alarm was reported with a code of malf 12 related to a pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue happened again, which the customer acknowledged and understood.